Manufacturer narrative:
B4: 29sep2021. The device was in use; no patient or user harm was reported.

Manufacturer narrative:
Submission date: 31aug2021 reporter phone number: (B)(6) it is unknown if the device was in patient use when this event occurred. Additional information has been requested. If this information becomes available, a follow-up report will be submitted.

Event description:
The customer reported that the v60 device had an alarm light emitting diode (led) failure. The patient involvement information is currently unknown. There was no report of patient or user harm. The field service engineer (fse) confirmed the reported failure. The (fse) replaced the power switch overlay to resolve the issue. The unit was tested, and it was returned to service.